Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection haptic broken/bent to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -15.50/3.5/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024 . On (B)(6) 2024 the lens was exchanged for a longer length/ different model lens due to low vault with rotation. Reportedly, "the surgeon decided to remove the toric lens and exchange to sphere lens then correct the astigmatism with a femto lasik procedure." The problem was resolved. The cause of the event was reported as unknow

Manufacturer narrative:
Claim # (B)(4).